Event description:
Patient underwent an open reduction internal fixation (orif) procedure of the right distal tibia that required plate and screws to repair. One (1) broken screw was found and removed.